Manufacturer narrative:
720185-01, 1000378920, reservoir flat iz 100 ml.

Event description:
It was reported that patient had virtual appointment during covid with physician for 6 week check up and activation and was complaining of continued pain at the tip of his penis, concentrated on the left side. Physician brought patient into the office for physical examination and was concerned there might be an infection. They were treated with antibiotics and a CT scan was performed to look for sign of infection as well as wound examination. All results for infection came back negative and physician brought pt back for another examination. At second examination physician was able to identify the pending distal erosion and he was boarded for an ipp removal surgery when the hospital would allow. His ams 700 ipp was completely removed and a tactra malleable prosthesis was placed in the right corporal body only to save the space while the left corporal body was left empty and allowed to heal. Doctor does not know if the device, previous surgery or patients health lead to the pending distal erosion. Patient fully recovered. Cap was visibly broken

Manufacturer narrative:
Field change: h6 720185-01 1000378920 reservoir flat iz 100 ml.

Event description:
It was reported that patient had virtual appointment during covid with physician for 6 week check up and activation and was complaining of continued pain at the tip of his penis, concentrated on the left side. Physician brought patient into the office for physical examination and was concerned there might be an infection. They were treated with antibiotics and a CT scan was performed to look for sign of infection as well as wound examination. All results for infection came back negative and physician brought pt back for another examination. At second examination physician was able to identify the pending distal erosion and he was boarded for an ipp removal surgery when the hospital would allow. His ams 700 ipp was completely removed and a tactra malleable prosthesis was placed in the right corporal body only to save the space while the left corporal body was left empty and allowed to heal. Doctor does not know if the device, previous surgery or patients health lead to the pending distal erosion. Patient fully recovered. Cap was visibly broken